Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was unknown. The customer stated that the battery did not last more than 1 week. The customer reported power loss alarm in the alarm history. The customer stated that the pump is not on vibrate mode. The product was returned for analysis.